Manufacturer narrative:
Although no injuries or unacceptable risks to the patient were reported, richard wolf gmbh (rwgmbh) consider this case a "reportable malfunction" due to a similar issue being reported as a "serious injury" in the last two years.

Event description:
According to the information received, the suction pump failed to provide sufficient suction during the procedure. There was no reported delay and the scheduled procedure was completed. There was no report of any patient harm.